Manufacturer narrative:
Results: the penumbra coil 400 (pc400) pusher assembly was kinked approximately 26.0 cm from the proximal end. The embolization coil had multiple offset coil winds on its proximal end. The embolization coil had a distinct coil offset approximately 20.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed that the embolization coil had a distinct coil offset near its distal end. This damage is likely a result of forceful mishandling of the coil and likely contributed to the resistance felt by the physician upon advancing the coil into the parent catheter. Further evaluation revealed that the embolization coil had several offset coil winds on its proximal end and that the pusher assembly was kinked. These types of damages are likely a result of forcefully advancing the coil against resistance. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400's (pc400¿s). During the procedure, the physician successfully deployed and detached an initial pc400 into the target vessel using a non-penumbra microcatheter. While attempting to advance a new pc400 through the microcatheter, the physician experienced strong resistance after advancing the pc400 approximately ten centimeters into the microcatheter. Subsequently, the pc400 became stuck and was removed. The procedure was then completed using four additional pc400¿s and the same microcatheter. There was no report of an adverse effect to the patient.